Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced glare and blurred vision. The iol was exchanged in secondary procedure. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).